Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing and 8 tachy shocks due to atrial tachycardia with rapid ventricular response. Reportedly, the were 5 aborted shocks as the ventricular fibrillation kept falling below the therapy zone. Therapy was exhausted. No further details were provided as to how the arrhythmia was converted. This ICD remains in service and no additional adverse patient effects were reported.